Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced pain, tape tension, mesh erosion and extrusion, urinary problems, infection, dyspareunia, neuromuscular problems, vaginal scarring, urethrocele, cystocele and loss of consortium. A revision of the mesh and repair of the urethrocele and cystocele were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.